Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer's representative (rep) regarding a patient receiving 75 mcg/ml clonidine at a dose of 28.123 mcg/day and 40 mg/ml unknown morphine at a dose of 14.99 mg/day via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported that a motor stall was seen at initial interrogation. The patient had not recently had an MRI. The motor stall occurred on (B)(6) 2018 and was active. No symptoms were currently reported and no further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer¿s representative (rep) on (B)(4) 2018 . It was reported that the pump was explanted on (B)(6) 2018 . The rep had possession of the device, the customer was notified it needed to be returned, and it would be returned to the manufacturer for analysis. The products, pump and catheter, were replaced by other products of the same manufacturer. The pump was alarming every ten minutes. There were no environmental/external/patient factors that may have led or contributed to the issue. Interrogation showed a motor stall on (B)(4) 2018 at 6:07. The patient was put on minimum rate (morphine at 0.254 mg/day and clonidine at 0.477 mcg/day) and in the hospital to prepare for replacement. Oral and IV pain medication was given. However, they were unable to replace due to the patient being hospitalized on plavix. The patient was discharged in oral pain medication and brought back on (B)(6) 2018. Upon interrogation, it was revealed that a motor stall recovery occurred on (B)(4) 2018- at 03:25. The pump was infusing at minimum rate. The issue was resolved at the time of the report. It was reported that the healthcare professional would have no further information on this event. The patient¿s weight was unknown. The patient status was listed as ¿alive ¿ no injury.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned, and analysis found corrosion and-or wear and-or lubrication and stall due to shaft-bearing. If information is provided in the future, a supplemental report will be issued.